Event description:
Thank you for allowing me to send this email in regard to a poor outcome with cataract surgery and with lal. My ophthalmologist in (B)(6) is part of (B)(6), dr. (B)(6) in (B)(6). I do not know if my poor outcome was due to the surgery with him, or with the adjustments that I had with the optometrist, dr. (B)(6), or a combination of both. But what I do know is the last time I saw well was on the day of my first surgery (B)(6) 2024. Every day is a struggle for me, I cannot see well with or without glasses. The doctors had nothing to offer me to try to help me after my lock-in. In fact, for most of my visits, dr. (B)(6) said that my vision would improve greatly, and I would be very happy with the results. Yet every single visit I said how irritated/ uncomfortable my eyes were and about my poor vision. He kept assuring me that it would improve with the light adjustments, and when they didn¿t, the doctor said that he could do no more and locked in. Now I have to live with every waking moment having this blurriness, and this glare and the jelly- like film over both eyes, my left eye being much worse. I have since did more research on this type of lens and the company and have found out that there are several people like me being harmed by this type of lens and the light adjustments afterwards which are just as important, maybe in many cases even more so. I do not feel that my doctors had any ill intent. But I know that having the optometrist rather than the ophthalmologist performing the very important light adjustments probably was a factor. He did not go forward with the proper protocol about proper fixation during light adjustments and had inadequate expertise and inadequate knowledge\ information. With what I know, I feel that the company could do a much better job of preventing the harm that was caused to me and others. The company is rx sight, 100 columbia, aliso viejo, ca 92656. Phone number 949-521-7830. I ask the FDA to please investigate this company and the training put out by this company. I do know the company knows that harm has been done to some people and yet they have not done anything to correct. I do not want any harm to come to anyone else! I feel it would be very prudent for the company to halt until proper evidence based information can be sought out and then disseminated to every doctor who is using this type of lens. As a nurse for over 30 years, evidence-based information is critical. I tried to do my own research before my surgery, but what I could find was limited, and I made the mistake of fully trusting the doctors. The lens is excellent, but it needs to have the right standard of care after insertion. I ask that the company be held accountable now for harm done, and even more important that they go forward with excellence, so no more harm is done. I feel the only way that will occur is the FDA¿s involvement.